Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was 100 mg/dl. The customer reported that malfunction alarm was cleared, and insulin delivery was able to be resumed.